Manufacturer narrative:
W1506417 and w1498123: since the lot is unknown , both the lots are provided for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with vertebroplasty. During surgery, after completion of filling the vertebral body with cement, the handle broke while pulling out the needle. The broken needle was tried to be removed with vice grips but the metal just broke apart. There were sections of the cannula left within the patients vertebral body. The patient was taken back to the or the next day to try and remove the remaining metal but the doctor was unable to remove the metal fragments. The remaining portion of metal tubing within the patient was cut down and bent over to best hide or limit the effects of the remaining metal within the patients vertebral body. Patient experienced back pain as a result of the event. There was an unknown delay in the overall procedure.